Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 156 mg/dl at the time of the incident. Customer stated that the pump was starting to crack and has not been dropped. Customer stated that there are cracks on the screen and the numbers won't stop after the up button is pressed. Customer was getting ready to eat when the issue occurred. Customer thinks that the cracks are from the heat. Customer also received a battery out limit alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.